Event description:
It was reported through a user facility medwatch that the stapler was used with a reload. The device did not fire completely resulting in an incomplete closed biopsy to lung, which required hand stitching and increased surgery time by 10 minutes. There were no pt consequences.